Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 29mm 3300tfx valve underwent a valve-in-valve procedure after an implant duration of 10 years, 6 months due to aortic insufficiency due to torn leaflet. Patient was presented with shortness of breath and light headedness. The tavr was performed with a 29mm 9600tfx transcatheter valve. Implant did not meet expectations of surgeon for length of function.

Manufacturer narrative:
Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Devices implanted 5 years or greater with calcification, dehiscence, leaflet tears, thickened leaflet, pannus, or structural valve deterioration (stenosis, regurgitation) reported as the complaint do not require an engineering evaluation. The most likely cause is patient factors, including an implant duration of greater than 10 years. Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus or improper seating. The most common reason for pvl is inadequate debridement of a calcified annulus and is not a result of device malfunction. Reports of device issues (e.g., damage) related to patient and/or procedural factors without evidence or allegation of malfunction do not require engineering evaluation. The most likely cause is patient factors, including an implant duration of greater than 10 years. For products not returned, an engineering evaluation may be triggered if there is an allegation of a malfunction which could be related to a manufacturing non-conformance. Although the product was not returned and there is an allegation from the surgeon about the length of function, regurgitation and pvl after an implant duration of over 10 years and multiple comorbidities (e.g., hyperlipidemia) are most commonly related to patient factors, and are not a result of a manufacturing non-conformance. Additionally, there is no evidence of product failure with regard to design, reliability, or use error. Thus, an engineering evaluation will not be performed.

Event description:
It was reported that a patient with a 29mm 3300tfx valve underwent a valve-in-valve procedure after an implant duration of 10 years, 6 months due to severe aortic regurgitation and moderate pvl. Patient was presented with acute on chronic diastolic congestive heart failure. The tavr was performed with a 29mm 9600tfx transcatheter valve. Explanted valve did not meet expectations of surgeon for length of function. Patient was discharged on pod#1.